Manufacturer narrative:
(B)(4). Date sent: 6/16/2025. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure, post-op staple line bleeding observed about 12 h post op. Patient was given tranexamic acid to manage bleeding. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2025. Additional information received: date post-operation bleeding was first observed: 12h post-case: (B)(6) 2025. Please confirm the number of ech60s used 1 pc. Please confirm the number of gst60b used 3 pc. Current patient outcome recovered. How was the post-op bleeding identified? Pr bleed. What was the total estimated blood loss (ml)? Approximately 200-300 ml. Was a transfusion required? Yes. What was the pre and postoperative anti-coagulant and pain management protocol? Please refer to product complaint for post-op anticoagulant protocol. Was the bleeding intraluminal or extraluminal? Intraluminal. Any clips, clamps, or graspers near the area where the device was being fired? No. Please provide a timeline of events. Timeline is as according to all information provided thus far.